Event description:
It was reported that the flushing pump footswitch connecting section was damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d4, d8, h3, h4, h6, h8, h11 correction field: e1 first name e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation's results, the malfunction was likely caused by a component failure of the footswitch connection port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump footswitch connecting section was damaged. There were no reports of patient harm.